Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 09/08/2008 and 09/19/2008 by phone, fax, and mail. A completed questionnaire has not been received.

Event description:
A surgeon reports a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. He has referred the pt to a corneal specialist for a second opinion for suspected pellucid. Additional information has been requested.